Event description:
The report received indicated that during a coronary procedure, the physician encountered inflation and deflation difficulty. There was no pt injury reported.

Manufacturer narrative:
Based on reports of deflation difficulties encountered with the fire star ptca balloon catheter, cordis corp has initiated a worldwide voluntary recall for all distributed lots. The product is available for eval; however, as of to date, it has not been returned. Add'l info has been requested and will be submitted within 30 days upon receipt.